Event description:
It was reported the patient (netherlands) experienced sudden loss of stimulation and now the scs ipg is inoperable. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Results: the complaint for sudden loss of stimulation was confirmed. The ipg was able to communicate with all lab utilities. The ipg was functionally tested and passed all testing. The ipg charged normally with lab equipment. The bottom septum was cored and heavily discolored. Visual inspection of the device found that the lower header chamber had excess body fluid. The cored septum would have allowed fluid to migrate into the header assembly, which would have created an additional current path for stimulation. The leakage current at the header could have resulted in the sudden loss of stimulation the patient was experiencing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the scs ipg was explanted and replaced. Stimulation was restored with the surgical intervention.

Manufacturer narrative:
(B)(4). Corrections/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.